Event description:
The safety valve sv4 (0,14 kpa) in occasions remains open, causing no fresh gas coming in into the breathing system (huge fresh gas leakage). This failure has happened when the unit was connected to the pt (via auxiliary fresh gas outlet) and there was no alarm messages. The customer did the "test before use" without any errors.